Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was impacted. The customer changed out the cartridge, infusion set tubing/site and no further occlusion alarms occurred.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.